Event description:
Reporter indicated that the pt was recently implanted and was diagnosed with vocal cord paralysis by an ent physician. The physician indicated that the device was functioning properly and that diagnostic were ok.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.